Event description:
The customer reported that while monitoring telemetry patients, all patients went offline. A spacelabs technical support representative walked the user through performing a restart of the exhibit central station. Following the reboot, the customer stated the issue was still present. Tech support advised the customer reach out to their internal network team to investigate a possible connectivity issue. In a follow up call, the customer confirmed the issue was resolved, however no further details were provided.